Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. When deploying the device, both needles did not present. Fluoroscopy revealed that both needles were stalled in the barrel. Needle back down was unsuccessful. The pt was taken to surgery for device removal and closure. The pt recovered without further incident.